Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (80823u191, 80823u190) were successfully implanted. It was noted that due to a flailed segment, a good grasp was not possible; therefore, they were implanted to help get a better grasp with a third clip. The third clip delivery system (cds 80529u121) was advanced to the mitral valve. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It was believed that the slda occurred due to the flailed segment. No further clips were attempted. Three clips were implanted, reducing mr to 2. The patient was reported to be doing well and there was no clinically significant delay in the procedure. No additional information was provided.